Manufacturer narrative:
The reported event was reproduced during evaluation of the thermogard console (sn (B)(4)) performed at the customer site. The root cause is attributed to a defective airtrap sensor block. After replacement of the airtrap sensor block, the console was functionally tested without further issue and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During system set-up, the thermogard console (sn (B)(4)) was unable to complete the start-up kit (suk) airtrap priming stage. The user inspected the airtrap block and noted no moisture. The console was taken out of service. No patient involvement.